Manufacturer narrative:
D10: 308-01-13 13x80mm distal stem modular cemented: (B)(6), 13a2101 - cemex system fast genta 70g: (B)(6), 308-05-29 - distal fixation ring ha 29.5: (B)(6), 308-10-05 - large prox body +0: (B)(6), 308-15-01 - taper locking screw 0: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: (B)(6), 320-46-00 - equinoxe reverse 46mm humeral liner +0: (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6), asa0030 - sterile disposable containers: (B)(6), 1400-ag - cemex gento low viscosity 40g kit: (B)(6), spc0023 - interspace tapered wedge 46mm short: (B)(6). Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-02005. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a third (3rd) total shoulder revision arthroplasty. Subsequently, one (1) year, three (3) months later the patient reported no relief of pain since surgery. A bone scan was obtained which was returned suspicious for loose prosthesis and non-specific focal infection. As a result, the patient underwent a left revision with humeral reconstruction stem. No medical or surgical interventions were reported. The patient outcome was reported as resolved. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c. The revision reported may be the result of the humeral stem loosening and infection as reported. However, the loosening and infection can¿t be confirmed and any potential contributions from user or patient-related contributing factors to the event can¿t be evaluated as no radiograph, images, or clinical information was provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificate for all explanted components was performed and the sterile lots were accepted to the requirements. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.